Event description:
On 2/28/95, a bipolar pacemaker was inserted. An implantable defibrillator remained in place and was inserted on 1/12/95. On 3/3/95 the implantable defibrillator was repositioned during a surgical procedure, because it was found to be "flipped over." Three days later, upon interrogation of the implanted defibrillator, a microfracture of the lead was identified. On 3/7/95, a new lead was inserted in the or.